Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. It was further reported that the icm exhibited oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.